Event description:
Patient exhibited s/s of pump thrombus by elevated ldh, coke colored urine and "chugging" sound of pump. Plasma free hgb also elevated. Patient's pump was alarming low flow continuously. The pump was then exchanged.